Manufacturer narrative:
No product was returned. The reported issue cannot be confirmed as no product was returned for investigation. If the product is returned, this complaint will be reopened for further investigation. The service history review identified no indication that the complaint was related to a service of the device within the review period.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that when the nurse connected a filled cassette to the pump, the pump emitted a double beep (precursor to nd alarms) before programming. Nurse tried with a different pump, which worked without alarms, and successfully programmed it while on the call. The original pump will be returned due to the alarm. Reservoir, rate, and given values were zero. The event occurred during set up at clinic. The operator of the device was healthcare professional.